Manufacturer narrative:
This report is for an unknown quantity of unknown rods/unknown lot. Implant date: unknown date in 2012. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: revision of a synthes matrix pedicle screw construct performed on (B)(6) 2015. No pain from previous operations. Fusion looked good. It was reported the locking caps and rod were removed. Expedium screws implanted at l2; new rods and locking caps were also implanted across entire construct. Further decompression performed. The patient presented on the (B)(6) 2015 with progressively worsening neurogenic claudication over the last two weeks. The patient had a previous l4/5 decompression and fusion in 2012. A l3/4 decompression and fusion occurred in (B)(6) 2014 due to worsening neurogenic symptoms and right foot drop. The pain occurs when she stands and she can only stand and walk for around two (2) minutes before she has to sit down; when she does sit down the pain subsides. The pain travels from her buttock around the lateral aspect of her superolateral and posterior aspect of her thigh and into the proximal aspect of her calves. She also has tingling sensations around the same area when she is standing. The left side is worse. The procedure was an extension of a two (2) level fusion due to progression of the patient's disease. The patient had complained of leg and back pain. There was no mechanical failure of any of the implants. It can be said that the products performed as intended. The patient had six (6) screws implanted in 2012. The decompression and fusion in (B)(6) 2014 was performed and medtronics cages were put in. The only implants taken out during the revision procedure on (B)(6) 2015 were the locking caps and the rods. Patient status post-operation is not known. This report is for an unknown quantity of unknown rods. This is report 3 of 3 for (B)(4).